Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited non-conversion with variation in shock impedance measurements during implant. Upon a third attempt the device successfully cardioverted the patient but a high in-range shock impedance measurement was observed. Boston scientific technical services (ts) discussed the electrogram (egm) was showing signs of baseline shift indicating potential air entrapment in the device pocket. Upon subsequent testing the baseline shift could no longer be reproduced but the physician elected to explant the system and implant the patient with a transvenous ICD. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified tool marks on the device case and header. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.